Manufacturer narrative:
A complete lead was returned in one piece with a stylet inserted in the lead body. The reported event of failure to withdrawal stylet from lead was confirmed. The cause of the reported event was isolated to the ptfe coating of the stylet clogged in the inner coil and the damaged inner coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an implant procedure. During implant procedure, the stylet was caught inside the left ventricle lead after placement. The lead was not used and another lead was used. The patient's condition was stable.